Event description:
A customer reported loss of suction and several system messages displayed indicating an occlusion during a cataract procedure. The handpiece was exchanged but the issue persisted, however the case was completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The company representative then tested the system. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).